Event description:
It was reported that the patient had a groshong catheter implanted via the right upper arm on (B)(6) 2020. A nurse found leakage from the white tube so that reconnected but the red hub came off and could not be re-connected. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a hub detachment is inconclusive due to poor sample condition. Two photo samples of a 4 fr groshong nxt two-piece connector were returned for evaluation. The first photo shows the connector to be assembled with the catheter; however, only a short portion of the catheter tubing is visible. Blood and use residue are present on the outer extension tubing and white over-sleeve. The red hub is inserted within the white oversleeve but appears to be slightly retracted. The second photo shows the red hub and white oversleeve. The hub is shown to be present within the white oversleeve but does not appear to be fully inserted. The dimensional characteristics of the components involved could not be inspected from the images provided. Since the hub was not found to be fully detached and no evidence of leaking was noted, the complaint could not be confirmed and remains inconclusive at this time. Based on the description of the reported event, possible contributing factors include damage during handling and exposure to tensile forces. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rees0525 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient had a groshong catheter implanted via the right upper arm on (B)(6) 2020. A nurse found leakage from the white tube so that reconnected but the red hub came off and could not be re-connected. There was no reported patient injury.